Manufacturer narrative:
High blood glucose- (B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was experiencing a blood glucose level of 247(mg/dl). The customer was uncertain as to the cause. It was indicated that the customer would take a manual injection. Subsequently, although the pump was able to beep and vibrate, it was noted to otherwise be unresponsive and stopped all insulin delivery. It was indicated that the customer has short acting insulin for manual injections but would contact their healthcare provider for long acting insulin for alternate insulin therapy.